Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to complete the load process. The customer's blood glucose level was 438 mg/dl. Tandem tech support (cts) looked through pump history and found that the customer had filled tubing several times but did not complete the load process. Cts walked contact through completing the load process.